Event description:
Fracture of driver.

Manufacturer narrative:
The doctor presented a complaint in malfunction of rs9026 (implant mount) that fractured when conected to dental implant id1333 lot 7858602 at the implantation surgery. The implant was replaced by another similar one. Despite that no patient complications were reported, it could have caused or contributed to a serious injury or require medical or surgical intervention to prevent it. As such, this event is reportable per 21cfr part 803. In the event that new or additional information is received from the investigation of the items, a follow-up report will be sent. Manufacturer's trend analysis show that malfunction of drivers is a low-rate adverse event.